Event description:
Litigation alleges that the patient suffers from extreme pain, difficulty ambulating and sleeping, and released metal ions.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Not returned.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. There is no new allegation. After review of medical records for the MDR reportability, patient was revised to address osteolysis secondary to metal wear. Revision notes reported of small amount of yellow fluid and heterotopic ossification. X-ray reported of some hypertrophy at the femoral side. Radiology showed subcutaneous edema and emphysema, mild to moderate osteoarthritic changes. Right hip joint fluid examination reported of cloudy in color and hemosiderins crystals present with few synovial lining cells.

Manufacturer narrative:
Product complaint : (B)(4). Investigation summary : no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.